Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they went to their doctor's office for reprogramming on (B)(6) 2016 which helped greatly. It was not clear if the issue fully resolved. It was clarified that the event circumstances were that the patient kept urinating in their pants before they could go to the bathroom. The patient had an urge to urinate, but could not make it to the bathroom in time.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for gastrointestinal/pelvic floor. It was reported the patient had a sudden loss or change of therapy in the past few days, noting she was ¿peeing all over herself.¿ stimulation was felt on her current program set to 8.5 volts. Cause, actions, and outcome remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.